Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer is stating that there is a leak in five bags during set up. The operator of the product involved is unknown. The product was being used in (B)(6). Reporter has informed that a sample will not be returned for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. Patient was not involved; therefore no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Five devices were received outside their original package. The devices were visually and functionally inspected. During the functional inspection no issues were detected with the bag and no alarm was activated during the food administration. The reported condition could not be confirmed. This complaint will be used for tracking and trending purposes.